Manufacturer narrative:
Block b3 approximated based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on april 26, 2023. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed and a visual and microscopic examination found the balloon was torn longitudinally. No damages were found on the catheter of the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear found could have been interpreted by the customer as the reported event of balloon burst. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, causing the balloon to be torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Additional information received on april 26, 2023. The customer stated that no pieces of the balloon detached inside the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.